Event description:
Consumer complaint of erratic blood glucose results. Expected fasting blood glucose test result range is 52 to 160 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed prior to call on (B)(6) 2015 with test results of 489 mg/dl and 210 mg/dl. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 338 mg/dl and 363 mg/dl. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is 08/19/2017 and open vial date is week of (B)(6) 2015. Recall test results performed from meter memory: 1: 329 mg/dl, (B)(6) 2015, 05:10 pm, fasting: yes; 2: 439 mg/dl, (B)(6) 2015, 04:39 pm, fasting: yes; 3: 241 mg/dl, (B)(6) 2015, 02:19 pm, fasting: no; 4: 218 mg/dl, (B)(6) 2015, 08:38 am, fasting: yes; 5: 52 mg/dl, (B)(6) 2015, 06:25 am, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.